Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a blank and cracked display screen. A new display screen was inserted into the pump and the display screen illuminated to normal contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was damaged. It was reported that the display is shattered on the inside, giving the appearance of a "shattered windshield or spider web". The outside lens covering the display is not damaged. This complaint is being reported because the issue remained unresolved at the time of trouble shooting. There is no indication that the product issue caused or contributed to an adverse event.